Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased from a fill estimate display of over 120 units to an inaccurate fill estimate display of over 60 units. Blood glucose level was 150 mg/dl. Reportedly, the customer continued using the cartridge for insulin therapy.